Event description:
The customer woke up with hypoglycemic symptoms and checked their glucose on the device. Customer obtained a reading of 108 mg/dl. Customer went to the hosp and their glucose was 40 mg/dl. Customer was admitted and treated for hypoglycemia. Customer said controls were in range on the system. The device was replaced and requested to be returned for evaluation.